Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a scs trial procedure. During the procedure the doctor was unable to place the lead as the patient had significant arthritis at each attempted level and the doctor abandoned the trial.